Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The following information was requested, but unavailable: please provide the lot number for the involved device. Please provide the procedure name. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no further information will be provided. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4) device not returned. (B)(4). Related events reported via 2210968-2021-05627.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The fixation tab came off the suture during continuous suturing. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No further information is available.